Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 400 mg/dl and 500 mg/dl. The customer reported a no delivery alarm while doing an infusion set change. The current blood glucose level was unknown. The customer did troubleshoot the issue and found resolved with a complete set change of the infusion set and reservoir. The insulin pump will not be returned for analysis.